Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that before puncturing the port, when priming from the tube to the needle tip with saline, leakage occurred not only from the needle tip but also from around the top of the base. There was no reported patient involvement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed use residues along the returned infusion set. A functional test of attempting to infuse water into the infusion set using a 12 ml syringe revealed a leak at the needle housing/needle joint. The infusion set was patent to infusion. A microscopic observation of the returned infusion set revealed small pockets of missing adhesive in the needle housing using a uv light. The supplier had been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that before puncturing the port, when priming from the tube to the needle tip with saline, leakage occurred not only from the needle tip but also from around the top of the base. There was no reported patient involvement. No other information was provided.